Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with bladder suspension due to uterine fibroids and stress urinary incontinence. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.